Event description:
Attempted perclose closure device deployment for hemostasis of arteriotomy site. The device could not be easily removed after the sutures were deployed. It appeared that the footplate of the device was not fully retracted. After the device was removed, manual compression was applied for almost 20 minutes. Manufacturer response for perclose proglide, proglide (per site reporter). The company rep will be in to pick up device and packaging.